Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on [date of death] and the patient's cause of death was: I. Infantile cerebral palsy, unspecified; ii. Pneumonia, unspecified; iii. Other and unspecified abnormalities of breathing; IV. Other specified symptoms and signs involving the circulatory and respiratory systems. There is no allegation or other information indicating that the death is related to vns.

Event description:
It was reported that the vns patient passed away. Further follow-up revealed that the patient passed away in the hospital. The cause of death was listed as respiratory insufficiency, pneumonia, and cerebral palsy. It was reported that the device was buried with the patient; therefore will not be returned for analysis. The relationship of vns therapy to the patient's death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.